Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was broken and cable could not charge pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer replaced cable to resolve the issue.